Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
This information was received via medwatch report. It was reported the procedure was being performed on a (B)(6) yr/old male patient weighing (B)(6). The patient was undergoing heart valve replacement surgery. The extra thin walled 18 gauge 2.5 inch introducer needle broke off at the hub and was absorbed into the patient's body during the attempted placement of a subclavian line by the anesthesiologist. Multiple attempts were made to locate and remove the needle but were unsuccessful and aborted. The needle was located in the aortic arch the next day during valve replacement therapy and was removed intact.